Event description:
No new information.

Manufacturer narrative:
In accordance with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker medical will no longer report the hazard of ground path compromised for our stretcher lines (product code fpo), as this hazard has not caused or contributed to any serious injuries. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 2 malfunction events(s), where it was reported the devices experienced ground path compromised. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device is pending evaluation. Evaluation results findings (components/results): 1 device: power cord / current leakage problem. 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: power cord/current leakage problem.

Event description:
No new information.